Event description:
It was reported that the da pcba adc reference failed (error code 100a). Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer requested the part ID for da to mc cable due to technician error during repair. The remote support engineer (rse) provided part number for the cable. Further information is pending.

Manufacturer narrative:
During a follow-up contact with the customer, it was reported that during troubleshooting for the initial failure, the data acquisition ribbon cable was installed conventionally (arrows were lined up on connectors), which was not the way it was originally installed. The installation caused damage to the acquisition board and the flow sensors. The customer reported that the old acquisition board smoked, and the flow sensors would not give a good signal after the acquisition board was replaced. It was reported that during the replacement of the da pcb and the cable, the unit was now displaying the following error codes - 110f (oxygen flow sensor calibration data error) and 1208- alarm message: oxygen not available. The customer was provided with parts identification to replace the flow sensor assembly; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed to gather further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.